Manufacturer narrative:
The reporter did not provide the reference nor the lot number of the anchoring plate which prevent from reviewing the device history records or the traceability to find if there is any non conformance to specification or deviation to procedure that may have impacted this event . Additional information was requested on the surgical steps followed. Investigation still in progress. Cause not available yet. Device not returned to manufacturer.

Event description:
Roi-c bi pack : broken cage during impaction. As reported by company representative , the surgeon had difficulty during anchoring plates impaction due to patient sclerotic bones. The broken cage was removed , and a new one was implanted after supplemental preparation on the disc space . No impact on patient nor surgery.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint following the additional information received. It was reported on january 16th 2019 that neither the hospital nor the reporter have the product. The product location is unknown. Therefore, no product evaluation could be performed. From the information provided based on the complaint report , the product history records of the cage and the recurrence of this type of event for this product, the investigation found no evidence to indicate a device related issue. Indeed, as reported, the patient has bony abnormalities (sclerotic bone) and the sterile starter awl was not used. It is clearly stated in the surgical technique that in normal bone structure, the insertion of the anchoring plate is a simple and effortless step. Nevertheless, in order to prepare the half anchoring plate pathway in vertebrae, the use of the sterile starter awl is recommended for each roi-c surgery. Its use is left to the surgeon¿s own estimation, according to his experience of surgery, of the product, of the patient pre-operative assessment, and per-operative signs on the bone density of the instrumented level(s) (step 7: anchoring plate insertion). Root cause: not following instruction during anchoring plate pathway preparation.

Event description:
Roi-c bi pack. Broken cage during impaction. A zimmer biomet employee reported on dec. 10th 2018 that there was an issue from (B)(6) with an implant. Additional information received on december 13th 2018: the surgeon had difficulties inserting the anchoring plates seeing that the patient had sclerotic bones. During the impaction of the anchoring plates the cage broke. It was retrieved without any troubles. The surgeon then did some additional preparation on the disc space before inserting a new cage. The surgery was successfully completed. The patient is doing fine and there was no complications. Additional information received on january 11th 2019: no post-op complications were reported. The patient is doing fine. No pre-, per- and post-op images are available. The surgical operation was performed on one level. According to the reporter, a parallel distraction of the intervertebral disc space was certainly performed. The adjustable depth stop was used to lock the cage's position. During the impaction, the first anchoring plate was inserted in the cage's upper slot. An amplifier control was performed to check the correct position of the anchoring plate. The cage broke during the impaction of the first anchoring plate. The starter awl was not used. The additional preparation on the disc space mentioned in december 13th 2018 refers to the vertebral endplates milling. The surgery was delayed 5 minutes. The device was not returned to the manufacturer.